Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and historical performance of architect intact pth reagent lot 01320h000. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. Historical performance of reagent lot 01320h000 was evaluated using worldwide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 01320h000 is within the established control limits. Therefore, no unusual reagent lot performance was identified. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect intact pth, reagent lot 01320h000.

Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect intact pth result on one (B)(6) yr old female patient. The results provided were: on (B)(6) 2021 sid (B)(6) =135.8 pg/ml / on (B)(6) 2021 sid (B)(6) =62 pg/ml. Laboratory reference range=15.0 to 68.3 pg/ml there was no reported impact to patient management.